Manufacturer narrative:
The patient¿s historical waveforms and trend history had been purged from the device by the customer and were no longer available for investigation. Additionally, the customer was unable to provide any waveform recordings of the complaint episode. We are unable to investigate further due to lack of information. No recurrences have been reported. This report is complete, and this particular issue is considered closed.

Manufacturer narrative:
On site testing by a spacelabs field service engineer confirms the involved devices performed to specification. The patient¿s spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that a monitor technician was reviewing retrospective ECG waveform data for one telemetry patient, and discovered multiple episodes of supraventricular runs on (B)(6) which were labeled sve run in the retrospective history. The user reports no alarm generated at the central monitor when the episodes occurred. No one was injured as a result of this event.